Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, insertion tube insulation too low, distal end cover insulation less than threshold, light guide rod chipped/scratched, cover lens scratched/chipped, distal end cover cracked, bending section rubber glue chipped, connecting tube/passive bending scratch, connecting tube protector shaved, air /water nut painting peel off, suction cylinder nut painting peel off, universal cord wrinkle/scratch, up/down/right/left knob angulation less or specified value, up/down/right/left knob angulation play and air/water flow failed. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, during reprocessing of the evis exera iii colonovideoscope air/water leaking was observed. Upon inspection and testing of the customer returned device, the scope air/water nozzle was found clogged. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to an interruption of reprocessing by the user. The following was confirmed from evaluation: the a/w (air/water) nozzle was clogged with foreign material. The suggested event was found in inspection. It was presumed that the material was human excrement. It was confirmed the user interrupted reprocessing when they found leakage of the subject device. Leakage was the user¿s misidentification. There was no other information obtained on handling/reprocessing of the device. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "operation manual_ preparation and inspection. Inspection of the endoscope. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function". The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "reprocessing manual_precleaning the endoscope and accessories. Warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw (air/water) channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories_ flush the air/water channel with detergent solution. Presoaking the endoscope. If there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces. Olympus will continue to monitor field performance for this device.